Event description:
Arjo was informed about an event involving the nimbus system. The customer reported that sparks were observed on the nimbus pump's power cable, which had been stripped, exposing the wires. There was no indication of patient involvement, and no injury was sustained.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists.

Manufacturer narrative:
The pump was returned by the customer for inspection without the cable. The circumstances leading to the cable damage are unknown. According to the nimbus 4 and nimbus professional instruction for use (IFU, 649933en_11), arjo recommends: "make sure that the mains power cable are positioned to avoid causing a trip or other hazard and are clear of moving bed mechanisms or other possible entrapment areas. The mains power cable of this pump is designed to allow movement of the bed and should be fitted into the cable management flaps along the sides of the mattress, as described in this manual." According to IFU, chapter: routine maintenance: ¿check all electrical connections and the mains power cable for signs of wear or damage.¿ to sum up, the integrity of the cord insulation must first be compromised before damaging the cable, resulting in sparking. The power cord was reported to be damaged and from that perspective, the device did not meet performance specifications. There was no indication that any patient was involved when the issue occurred. No injury was reported. The complaint was assessed as reportable due to allegation about the sparks observed on the power cable.